Event description:
It was reported that there was decompensation of the corneal endothelium and severe ocular hypotension 24-48 hours in the left eye after surgery requiring ocular evisceration. It was stated that toxic anterior segment syndrome (tass syndrome) and/or functional loss (blindness in the affected eye) developed in the patient. There was no incision enlargement, and no intraoperative complications were reported. Visual acuity pre-operatively was 0.1. Detailed product information of healon 0.55ml (10200011) is unknown. No further information was provided.

Manufacturer narrative:
Corrected data: outcomes attributed to adverse event: disability or permanent damage should have been selected. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.